Event description:
Elegance clinical trial it was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloon and eluvia drug eluting stents on (B)(6) 2024 as a part of the elegance clinical trial. The target lesion #001 was in the right proximal superficial femoral artery, right mid superficial femoral artery and right distal superficial femoral artery with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length 200 mm with 100% stenosis. Prior to the treatment of target lesion with the study devices, lithotripsy was performed using 6 mm x 60 mm a non-boston scientific (bsc) lithotripsy device, pre-dilation was performed using 4 mm x 220 mm and 5 mm x 220 mm non- bsc balloons. Treatment of target lesion was performed by dilation using 6 mm x 200 mm ranger drug coated balloon and placement of 6 mm x 60 mm and 6 mm x 150 mm eluvia drug eluting stents, study device. Following which post dilation was performed using 5 mm x 60 mm non-bsc balloon and the final residual stenosis was noted to be 10%. On (B)(6) 2024, during index procedure, v18 control guidewire was unable to cross the lesion. Subsequently, during the treatment of target lesion #001, dissection of grade d was noted due to difficulty in advancement of guidewire. In response to the complication of dissection, bailout stent was placed. Post treatment, final residual stenosis was noted to be 10% and the complication of dissection was considered to be resolved. On the same day, the subject was discharged from the hospital on clopidogrel.

Manufacturer narrative:
A1- patient identifier: (B)(6). A2 - age: 81 years old at the time of enrollment.